Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included.  In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Investigation results indicate the pvl was present post initial placement of the valve, and now required intervention. It could be relate to the initial placement of the sapien 3. The correct position in the annulus may vary from patient to patient based on anatomical conditions the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by field clinical specialist (fcs), one year and eleven months post placement of the 23mm sapien xt valve placed in the aortic position via tf approach, the patient came back with paravalvular leak (pvl) and was symptomatic. The patient¿s initial implant was low, landing 60/40 aortic/ventricular. When the patient came back, it was attempted to post dilate with add cc's and it wouldn't budge. A valve in valve was performed, with a sapien 3 valve placed higher 80/20 aortic/ventricular, to take care of the pvl. The team thinks the sapien xt was initially placed way too low and the pvl may have been there post-op.